Event description:
It was reported that high lead impedance (7/limit/high) was read during system diagnostics at a follow-up appointment with the treating neurologist. The pt was involved in a automobile accident and since the wreck the pt increased magnet use and complained of not feeling stimulation. The neurologist did not refer the pt for x-rays and did not program the pt to 0 ma. Moreover, the pt was referred for generator and lead replacement surgery, but the pt did not show for surgery. A re-schedule date has not been provided. At the moment it is unk if the high lead impedance is related to the reported car accident, as good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.